Event description:
The user's hearing performance with the device has worsened for some time now. The user stated during that she had undergone an MRI scan. Re-positioning might be considered.

Manufacturer narrative:
Additional information: according to the information received from the field a migration of the floating mass transducer from its intended position seems likely. Reportedly the recipient underwent a magnet resonance imaging (MRI), however a contribution to the migration can neither be confirmed nor excluded. The timeline of events is not clear. Re-positioning is planned but no date has been scheduled yet.

Event description:
The user describes that she has been hearing significantly worse than before with the device for some time now.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.